Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury or mitral regurgitation. Based on available information, the reported tissue injury appears to be related to challenging patient anatomy (calcified leaflets, poor leaflet quality). The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip g5 system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 20 april 2026 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, a tear of posterior leaflet was observed while closing the clip. Per the physician, sub-optimal imaging and calcified leaflets lead to leaflet injury. As a result, the mr worsened to grade 4 post procedure. However, the second clip was deployed successfully. There was no clinically significant delay reported.